Manufacturer narrative:
The introducer sheath was not returned; therefore physical eval could not be made to determine whether there was damage to its distal end that could hav e punctured the balloon. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that pvd/calcium was presence in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: balloon loss of pressure at the tip of the sheath (1st stop) resulting in manual compression of 20 minutes. The pt was not hospitalized. Procedure: peripheral. Stick location: right common femoral artery. Vessel size: 5-7mm.